Manufacturer narrative:
Review of DHR for lot 17161633 revealed no anomalies that can be considered related to the complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact at the hospital reported that during coil embolization of the internal iliac artery the hub of the prowler select plus (606-s255fx / 17161633) was cracked when the package was opened. The patient's vessels were moderately torturous and moderately calcified. No information of the concomitant devices used in this procedure was available. It was reported that the hub of the complaint prowler was cracked. It was never introduced into the patient and it was replaced with an excelsior 1018 (stryker / lot unknown). The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The complaint product has already been disposed. No further information is available.